Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No case part returned for analysis.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the system would not physically extend out when pressing the button on the pendant. The site reported they could physically push the gantry out and confirmed that the retract feature worked.